Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system operated as intended. The instrument tracked with no issues no failure was found. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through reproducability. Analysis found that the reported event was unable to be duplicated. Analysis found that the analysis was inconclusive and probable cause was unable to be determined.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the navigated midas wasn¿t operating as it was expected to. The instrument would verify but would not track. All other instruments were stated to track. The surgeon was stated to have used the planar probe to obtain trajectory. The midas was stated to track after the case. No patient impact and less than an hour of delay were reported.